Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net, during transmission, the pulse generator exhibited noise, in some episodes right ventricular oversensing was noted. The device was reprogrammed and the patient would continue to be monitored.